Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter extension tubing is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation of the returned device revealed use residues throughout the returned device. It was observed that the catheter had a split just distal of the luer in the extension tubing. A tactile evaluation of the extension tubing of the device revealed little tensile weakness in the extension tubing. A microscopic observation revealed sharp fracture edges along the split site with observable beach marks along the split fracture surface. Whitening was observed around the split site with ¿c¿ shaped impressions leading into the fracture. The split had characteristics of material fatigue, or damage caused by repetitive twisting or kinking of the catheter in a concentrated location. Inspection of the catheter revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC was placed in pediatric patient by ir on (B)(6) 2024 and then went to another hospital. Nurse saw PICC was leaking and had vat team assess. Rn discovered fracture in PICC. The line was pulled, I believe peripheral access was established. Patient had to be stuck again. No serious injury. No other information was provided.